Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with moderate tortuosity in the distal left circumflex (lcx). A stent was implanted in the lesion and the intravascular ultrasound (ivus) catheter was used to confirm the lesion. Upon removal of the ivus catheter, it became stuck on the stent. The imaging core was removed from the outer sheath, a guidewire was inserted and the ivus catheter was successfully pushed and removed. The pt status was reported as "fine".

Manufacturer narrative:
New code request has been submitted for stuck in stent.